Event description:
It was reported that a spectrum pump failed to begin an infusion. Chemotherapy was being infused to a patient at 87 cc/hr. The nurse came back in the room and found the pump was not infusing. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.